Event description:
It was reported that the patient with this right ventricular (rv) lead presented to emergency room (ER) with a heartrate of 25 beats per minute (bpm) and recorded high out of range pacing and shock impendence measurements. Additionally, loss of capture (loc) and minute ventilation (mv) chop was noted. Device reprogramming resulted in capture. Intervention was performed and troubleshooting suggested a lead integrity issue. An x-ray scan confirmed the leads were properly positioned, though this rv lead was fractured. Subsequently, in a follow up intervention this rv lead was explanted and replaced. No additional adverse patient effects were reported.